Event description:
The customer did not report a malfunction. During inspection of the endoeye flex deflectable videoscope, an abnormal image color (image appears only magenta or green) due to a damaged video connector, and scratches observed on the tip cover were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to stress and an electrical/electronic component problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.